Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the shrink wrap joining the two metal halves was stretched and torn. The pouch, string and gold ring were not returned. Functionally, the plunger was pushed and flexible metal ring protruded without difficulty. The plunger was pulled and metal ring was retracted completely into the shaft of the instrument without difficulty. It was reported that the bag torn and specimen fell out of retrieval bag. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robotic laparoscopic proctectomy procedure, at the last step of removing the surgically removed prostate, the bag tore and the specimen fell into the patient. To resolve the issue, the surgeon had to go back into the surgical site to remove the prostate that had fallen out of the torn catch bag. There was no patient injury.